Manufacturer narrative:
Devilbiss healthcare previously reported an incident involving an oxygen concentrator by the provider who stated the device had evidence of warping to the fan guard. There was no report of serious harm or injury. The device was returned for evaluation. Upon evaluation, the device was found to have thermal damage to the compressor box. The device has evidence of being mishandled throughout the device. The compressor had motor mounts broken off causing the compressor to fall onto the fan guard, onto the fan blades. The thermal cut-off within the compressor was tested and was also found to be functional. The device was tested and found to have low oxygen concentration. The fan and valve were both found to be inoperable, but the alarm system was working correctly. The thermal damage was not caused by a system induced failure and the thermal event was limited to the compressor box. The fan and valve were inoperable. The unit was found to be alarming properly and would have alerted the customer to the problems exhibited by the unit. The root cause of the thermal event cannot be determined with certainty with the information and evidence provided. Prior investigation of root causes for this warping issue has determined that the conditions necessary to create this type of thermal event are outside the acceptable operating and storage conditions for this device, such as the intake or vents being occluded, or being operated in an unventilated space. Continual operation of the unit outside of the acceptable operating conditions is likely the cause of the thermal event.

Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrectly submitted in the previous report. H4 has been updated with the correct information.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the provider who stated the device had evidence of warping to the fan guard. Attempts to gather additional information have been unsuccessful. The device has been returned but the evaluation has yet to be completed. Devilbiss healthcare will file an update if additional information becomes available.